Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm noted. Motor passed motor test. However, pump unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.